Event description:
It was reported that tip looked stripped. The target lesion was located in a coronary artery. A 185cm j-tip pt2 guidewire was selected however, during an attempt to re-shape the tip, it was noted that the tip looked stripped. The procedure was completed with another of the same device and no patient complications wee reported.